Manufacturer narrative:
A ge rep evaluated the sys and repaired the p2 connector. Sys operates as intended. (B) (4).

Event description:
The customer reported poor image quality. No pt injury was reported.